Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to perform a complete pump reset and guided the customer through the process, resulting in the successful initiation of a new sensor session without further errors.